Event description:
It was reported prior to using bd vacutainer® serum, foreign matter was seen inside and outside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum, foreign matter was seen inside and outside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on 07-jul-2025. Investigation summary: bd received one sample and two photos for investigation. The sample failed the visual inspection due to foreign material (fm). Analysis of the photos showed fm embedded in the tube wall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.